Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) implantation procedure, the patient had experienced poor vision. The iol was replaced with the same model on (B)(6) 2026. Additional information received stating that the surgeon said that corneal inflammation was caused by the invasiveness of the reoperation and the poor visual acuity still remains same because of the corneal inflammation.

Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. The lens was returned wrapped in material in the product carton. Significant amount of solution is dried on the intraocular lens (iol). The iol is split into 5 pieces. No device returned. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).